Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that she had a high blood glucose since last night. Patient's blood glucose at time of incident was 444 mg/dl. Patient's current blood glucose was 444 mg/dl. The customer treated for high blood glucose with bolus. Based on customer report customer does not allege pump was under delivering. Customer declined to perform the high pressure test. The insulin pump will not be returned for analysis.